Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm). Was analyzed and functioned as expected when installed on an in-house system. The usm was installed on a test fixture where all relevant testing passed within specification. The error code was confirmed as happening in the field pointing to the chipencoder virtual absolute (cva) printed circuit assembly (pca). The complaint was confirmed based on the field evaluation. The probable root cause is due to an issue with the yaw cva pca.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer informed the technical support engineer (tse) that they encountered repeated errors on arm. The customer had disabled the arm before contacting tse. The tse reviewed the system logs and identified multiple error codes related to the arm. The tse guided the user through retracting the remaining instruments, ensuring they were not grasping tissue, and leaving the instruments attached to the arm with the endoscope remaining inserted in the patient. Two full emergency power-offs (epos) were conducted, but the fault condition on arm#1 persisted. The tse then guided the user to undock arm#1, place it in a clinically convenient location, and disable it. The procedure was converted to traditional laparoscopic surgery. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that when the da vinci surgical procedure was converted to laparoscopic surgery, no additional ports were placed. The patient tolerated the change well. Upon powering on the system, the reporter confirmed that system functionality was checked to ensure all components were operating correctly. Additionally, it was stated that the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.